Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, while deploying the second clip, difficulty in detaching the shaft was noted. Troubleshooting was performed. Gripperline was manually removed and the shaft was successfully detached. Procedure was successfully performed. All steps were performed as per IFU. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.